Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens but had a difficult time getting the lens into the pt's eye. The lens was partially inserted and the incision was torn slightly. The lens was removed and another same model lens was implanted. Sutures were required to close the incision.

Event description:
It was initially reported that the device was explanted after an implant duration of zero days. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to a sizing issue. Per the operative report two weeks earlier, a 36 mm edwards ring was implanted. "Tee as the patient was briefly unloaded did show about a 2+ central leak and this was judged to be not acceptable so the patient was rearrested with an antegrade dose of cardioplegia. Left atrium was reopened and the ring was removed." The ring was replaced with a smaller size ring.

Manufacturer narrative:
Sizing issue. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.